Event description:
It was reported that during a retrograde approach to the chronic total occlusion in the right coronary artery, the wire broke in 2 pieces about 3 cm from the tip while advancing in the 8f guiding catheter. Reportedly, the wire was not kinked prior to breaking and there was no unusual resistance or torquing while advancing. A balloon was taken to the separated tip and the guide catheter and wire were removed as a single unit. There was no adverse patient sequela or clinically significant delay in procedure and no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents for guide wire separation reported from this lot. Based on the reviewed information, no product deficiency was identified.